Event description:
In this event it was reported that an estylus handpiece 1:5 ca attachment reportedly overheated; no injury resulted.

Manufacturer narrative:
As received, the attachment was non-functioning despite several attempts to make it functional through normal maintenance procedures. This indicates that the product was used despite severe degradation in performance. After disassembling the handpiece, we noticed significant wear on all of the drive components. Wear of the set/tail/head assembly is usually enough to cause temperature levels to abnormally increase. In addition, the o-rings that are sealing the cooling conduit are worn out. Consequently, the drive system is not cooled efficiently and thus intensified the heating up of the handpiece. This type of wear does not happen suddenly. Product performances must have been significantly and noticeably deteriorating for some time. The root cause has been determined to be excessive use/abuse. A DHR review was conducted with no discrepancies noted.